Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system was not powering on. The system logfile was checked and troubleshooting found that the fan tray from the m-cabinet would not supply power to system. To resolve the issue, the fse replaced the pdu fantray and dcps, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not start up. The device was outside clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality. Philips has started an investigation of this complaint.